Event description:
The customer reported the generation of erratic sodium patient results and ion-selective electrolyte (ise) data controller error on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and observed spillage around the ise printed circuit board (pcb) which caused corrosion. The fse identified the probable cause as the ise pcb. The fse replaced the ise pcb to resolve the issue. No further issues were reported and the customer was informed of the investigation and satisfied. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).